Event description:
Pt suffered anaphylactic shock on the date above. Pt has known allergy of latex, but never has been severe until this date. Co was informed of the latex allergy before this near fatality had taken place. I am the pt's mother and have spoken with the district mgr and mgr who denies the use of latex gloves, but admits there is cornstarch powder in their gloves. I did not know until now that cornstarch becomes airborne when the gloves are removed that causes allergic reaction to those who have latex allergies. Before this had ever taken place, my daughter had asked wendy's to provide vinyl latex free gloves for her which they would not do. If this can happen to my daughter, it can happen to customers who are eating there with those particles in the air. What about a toddler, or an elderly person? My daughter was within minutes of losing her life at the age of 21 because of cornstarch power in the gloves. How hard is it to change to vinyl gloves? I have seen several restaurants using vinyl gloves, no powder, schools, nursing homes, medical facilities because they care about people. To me it would be cheaper to change over than for someone to lose a loved one over latex gloves and be sued for a wrongful death. Please help to enforce banning gloves with any type of powder. I am thankful that I still have my daughter, but was told by a paramedic I was within just minutes of watching her die before my eyes at wendy's. Thank you in advance for taking this seriously. I don't know the name brand of the gloves co uses. I do know they have cornstarch in them.